Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) units of 500 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags presented a leak coming from the port. The leaks were identified during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between july 05, 2018 - july 06, 2018. Five (5) devices were received for evaluation. The bags were sliced where the customer likely drained the contents. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a spike port cap leak at the base of the spike port of all five samples. The reported problem was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.